Event description:
Information received from a consumer patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. It was noted that the patient took diazepam also. It was reported that the patient's pump was alarming/beeping. The patient sated it was a double beep. The patient had a recent refill on (B)(6) 2016. The patient called their healthcare provider (hcp) and had an appointment scheduled for (B)(6) 2016. The patient reported symptoms of tightness and urinary tract infections (utis). The patient's whole body had been feeling tighter for a long time (a few months). The patient reported that their dose was 425mg/day for a long time and now it was being increased to 500mg/day. The patient had been experiencing utis for months now, the infection was not clearing completely. The patient had been working with a urologist and was told their bladder did not empty completely, however the patient thought it has something to do with the pump. The event started in 2016.

Event description:
Additional information was received from a healthcare provider. It was stated that the patient first started experiencing symptoms on (B)(6) 2016. It was unknown whether the urinary tract infections were related to the pump or therapy. It was stated that the pump was filled on (B)(6) 2016 and when it was read on (B)(6) 2016 it was empty. The patient experienced generalized pain and increased spasticity related to the event. An emergency refill was to be done on (B)(6) 2016. The cause of the pump alarming/tightness was determined to be from the pump being empty. At the time of this report the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.